Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated for the brand name, for the catalog and UDI number, for follow-up report submitter and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes. Lot number is unknown.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to integrate.